Event description:
A baxter sales representative reported a transfer set was not able to connect to the "y-set" with a clean flash device. There were no mistakes found in the user procedure. No injury or medical intervention was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out of the device. Before firing the device, the clips came out. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lower shroud the analysis results of the device found that it was received empty and locked out. Further evaluation found that it was received with the lower shroud broken. It is known from the history of the device that the found condition of the lower shroud may lead dropping/ejected clips. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.